Manufacturer narrative:
Date of event estimated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted, because the lot number was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause could not be determined. The subsequent treatment of additional therapy/ non-surgical treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Article title: percutaneous endovascular repair of infrarenal abdominal aortic aneurysms: a feasibility study.

Event description:
A patient was reported through a research article identifying prostar devices that may be related to: arterial entry too steep, device malfunction. The type of intervention was not specified. Details are listed in the attached article, titled "percutaneous endovascular repair of infrarenal abdominal aortic aneurysms: a feasibility study."